Manufacturer narrative:
Corrected data. It was previously reported in error that the patient underwent urgent heart transplant on (B)(6) 2019. The correct date of transplant is (B)(6) 2019.

Manufacturer narrative:
This event was also reported under MFR #2916596-2019-01918. Manufacturer's investigation conclusion: the cause of the reported low flow alarms was confirmed during the evaluation of(B)(4). The pump was returned with the pump cable cut approximately 2¿ from the pump housing and the severed portion was not returned. The sealed outflow graft and bend relief were secured to the pump cover and has been severed approximately 1.5¿ from the hardware. The returned components had been exposed to a fixative. Examination of the sealed outflow graft found a twist adjacent to the graft hardware, approximately 180 degrees in the clockwise direction. Based on the normal tissue accumulation in the space between the graft and the bend relief, the twist appeared to have been present for a prolonged period of time during support. The occlusion caused by the twist would have contributed to the low flow alarms captured on the submitted log files. The remaining blood-contacting surfaces of the pump appeared unremarkable. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. A corrective action has been implemented to address hm3 outflow graft twist. (B)(4) was implanted prior to the implementation of this corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported of recent concerns with low flow alarms. During the analysis of the log we observed many low flow alarms occurring in both the periodic log as well throughout the approximate 15 minute event log file. Clinically definitive outflow graft thrombus. Aortic velocity opens to 9000 rpm every beat while normotensive 80s. Additional information: recent ramp echo completed; computer tomography of chest: evaluation of the outflow cannula is suboptimal due to adjacent streak artifact; however, a newly appearing eccentrically located focus of low density is present at the proximal aspect of the outflow cannula spanning a length of approximately 3.5 centimeters (series 2, image 76). This results in narrowing of the lumen by approximately 50% with preserved opacification of the more distal aspects of the cannula. The anastomosis with the aorta is unremarkable. Ramp still study and computer tomography indicated outflow graft thrombus proximal to pump under outflow graft bend relief. Patient underwent urgent heart transplant on (B)(6) 2019. Heart failure cardiologist states based on clinical and radiographical assessments there was no outflow graft twist present, and there is clinically definitive outflow graft thrombus or obstruction. Physicians requesting expedited pump and outflow graft analysis once abbott receives the pump. Hm3 pump and outflow graft will be returned to abbott for analysis. Noted on (B)(6) 2019: 6 low flow alarms recorded today on history. Patient is symptomatic, reporting light occur during workouts and when laying down. He is trying to drink more water but gets full and bloated. No pi event or speed drops noted. No further information provided.